Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip returned in two segments for analysis. External insulation abrasion was noted at 40.0-40.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 44.3-44.6cm and 45.0-45.2cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 10.9-11.1cm and 26.9-27.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
Additional information received indicated that the lead was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to an insulation anomaly. Patient condition is normal after event.